Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 50% to 5%. The customer connected the pump to a power source and the battery jumped back to 50%. Customer reported blood glucose level was 165 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received. In addition, the customer reported experiencing elevated blood glucose (bg) levels over night for the past month however, no specific values were provided. The customer's bg level was 225 (mg/dl) the morning of the call. The customer delivered manual injections to address bg level. The customer's healthcare provider recommended adjusting the pump basal settings. It was indicated that the customer would continue working with their healthcare provider to address bg levels.